Manufacturer narrative:
An event regarding dislocation involving a restoration adm liner and mdm liner ((B)(4)) was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because the device was not returned and insufficient information was received

Event description:
Patient was brought in for 7th dislocation. When joint was exposed they observed the mdm poly effective head was dislocated from the jnj large taper 28mm +11 cocr femoral head. The mdm was revised with a trident constrained liner and the cocr femoral was replaced.

Event description:
Patient was brought in for 7th dislocation. When joint was exposed they observed the mdm poly effective head was dislocated from the jnj large taper 28mm +11 cocr femoral head. The mdm was revised with a trident constrained liner and the cocr femoral was replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.